Manufacturer narrative:
Zimvie complaint number (B)(4) d10. Concomitant medical products implant, tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm, lot 1298703. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; there was a screw fragment stuck at the bottom of the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw fractured inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that an implant at tooth site #36 was removed due to mount fracture. The implant had been placed. During the final turn, the transfer fractured inside the implant. No instrument was able to remove the broken fragment, so doctor had to create a crater around the implant in order to extract it with forceps. The procedure was completed with another implant. Upon inspection of the returned product. A fractured fragment was found to be stuck inside the implant. This event refers to the screw fractured inside the implant discovered in the investigation.